Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had some itchiness and soreness on his back from the cables and the therapy electrode pads. The patient's physician recommended that the patient use a powder on the irritation. The medical outcome of the irritation is unknown.